Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Additional information was received from the customer. It was reported that the balloon was not inflated on the preparation table; it was only inflated in the target area of the patient. No holes were observed prior to the attempted usage of the device. Additional clarification regarding the information received has been requested from the customer. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the complaint history, device history record, instructions for use (IFU), manufactures instructions, quality control, trends, and a visual inspection of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record revealed one other nonconforming event which could contribute to this failure mode. That nonconforming event was for failed leakage test however, this device was scrapped prior to order completion. It should also be noted there were no other reported complaints for this lot number. Additionally, though the device was not returned for evaluation, we did receive photos of the device. However, the images provided did not highlight the suspected failure. An attempt was made to obtain a representative device from the same lot but all devices of this lot had been distributed. Furthermore, an IFU is provided with the device, which states ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage.¿ it goes on to say ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." Despite multiple attempts, we were unable to obtain any additional information. Without that additional information we were unable to determine if the failure of the device was attributed to manufacturing, device handling, user technique, and/or device failure. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information was received from the distributor on (B)(6) 2019 stating the hole in the material was noted during the procedure and not prior to it as had been originally reported. While the balloon was in contact with the patient, an attempt was made to inflate it without success. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the advance 35 lp low profile balloon catheter was perforated. The defect was observed before starting the angioplasty procedure. There was no contact with the patient. According to the initial reporter, the patient did not experience any adverse effects nor require additional procedures due to this occurrence. Per the complainant, the complaint device will not be returned to the manufacturer for investigation.